Event description:
It was reported that during the post implant follow-up, episodes of auto mode switch due to far r-wave oversensing on atrial channel were observed. Programming changes were made. The device remains implanted. The patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).